Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unknown location. The leaks occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b2: date of death ¿ removed (B)(6) 2019 as there was no death involved in this report. The date of death was entered in error; however, 04/04/2019 is the date of the event (b3: event date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Eight (8) devices leaked. Previously reported as unspecified. The device was manufactured between september 03, 2018 - september 04, 2018. The actual device was not available; however, one (1) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak was observed. The reported condition was not verified. The other seven (7) devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.